Event description:
A pt received a burn on the inner right corner of the lip while dentist was performing a standard treatment with electrical handpiece. No ointment or medication was given to pt and did heal on her own.

Manufacturer narrative:
A pt received a burn on the inner right corner of the lip while dentist was performing a standard treatment with electrical handpiece. No ointment or medication was given to pt and did heal on her own. The product evaluation did show, that the product has no problem or malfunction. Problem was a wrong handling by user. Exemption number e2010020 kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of kavo dental (B)(4) (the importer).